Event description:
The report received from the affiliate indicated that the hub of the device is not joined correctly. As a result, the contrast does not inflate the balloon and the contrast gets lost at the beginning of the balloon catheter. The device appeared normal before the procedure and was reportedly prepped per the instructions for use (IFU). A taxus stent was used to complete the procedure without any injury to the pt.

Manufacturer narrative:
Please note that this device is not distributed in the united states, but it belongs to the same class of devices as the united states distributed cypher sirolimus drug-eluting stent. It is reportedly available for testing and eval, but has not been received for analysis. Additional info is pending and will be submitted within 30 days upon receipt.